Manufacturer narrative:
Complaint conclusion: as reported, the indicator of a 5f exoseal vascular closure device (vcd) did not turn black/black and the device came out. Manual compression was used to complete the procedure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly. An audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was good. A 5f non-cordis sheath was used with the device. The device was used after a neuroendovascular treatment, using a retrograde approach. The user was trained to the device. The exoseal vcd waws stored and prepped according to instructions for use (IFU). There was no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, nor a stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18479323 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) did not turn black/black and the device came out. Manual compression was used to complete the procedure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly. An audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was good. A 5f non-cordis sheath was used with the device. The device was used after a neuro endovascular treatment, using a retrograde approach. The user was trained to the device. The exoseal vcd waws stored and prepped according to instructions for use (IFU). There was no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, nor a stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. The device will not be returned for analysis.